Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter and a 4max separator. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not administered. Aspiration was successfully performed using the 4max reperfusion catheter and 4max separator. The physician administered 5,000 units of heparin were injected. Retrieval was performed using another manufacturer's retrieval device and 480,000 units of intra-arterial urokinase (ia UK). Symptomatic intracranial hemorrhage was observed through postoperative computerized tomography (CT). The following day, cranial decompression and hematoma removal were conducted. Approximately, five months later, the patient left the hospital without recovery. Physician's comment: thromboembolism happened during the operation of cas. Revascularization made recanalization successful, though the patient developed intracranial hemorrhage on the next day. I conducted cranial decompression. Since the hemorrhage occurred after the recanalization, the relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-000543. The hospital disposed of the device.